Event description:
It was reported, when the hf unit "esg-400" powers on, an error code e433 occurs. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), to troubleshoot the issue, the customer was advised to unplug the footswitch and reboot the device. Without the device connected, the e433 error code no longer occurred. Tac informed the customer that the footswitch was defective and should be replaced. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause was not identified, however, the probable cause of the malfunction would likely due to defective transformer tr1. Olympus will continue to monitor field performance for this device.